Manufacturer narrative:
Evaluation summary: the nominal fit of the implant to the bone preparation is intended to provide an interference fit condition to provide mechanical stability in the absence of bone cement. Depending on patient bone quality, and the amount of bone removed, the remaining bone may not allow the implant to seat with normal impact forces in some cases. The distal stem trial is intended to be undersize to the implant so as to not disrupt the reamer-prepared canal. The exact cause cannot be determined with certainty. An option humeral canal preparation is mentioned in the surgical technique which suggests implanting a stem one size smaller than the last intramedullary reamer. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem .based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the implant sat proud by 3mm.